Event description:
Device 2 of 3. Reference MFR report # 1627487-2012-00710 and 1627487-2012-00712. The pt's ((B)(6)) therapy system included four percutaneous leads from two lots and two lead extensions from the same lot. It was reported the pt had redness and swelling near the lead site for her sub-occipital (off label) leads. Oral antibiotics were prescribed as treatment; however, a yellow discharge was subsequently observed at the area in question. Surgical intervention was undertaken to explant the pt's leads. The pt's ipg remains implanted.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.